Event description:
The customer called to report a blank display and moisture inside the reservoir compartment. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with a blank display due to a corroded electronic assembly and motor.